Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was not confirmed. The reported event of a controller fault alarm was confirmed via log file analysis. The reported corrosion to the driveline connection area was not confirmed; however, damage to the driveline connection area was confirmed. The heartmate ii system controller (serial #: (B)(6)) was returned for analysis, a log file was downloaded for review, and a log file was submitted for review as well. The submitted and downloaded log files contained overlapping events spanning approximately 9 days ((B)(6) 2021 per timestamp). On (B)(6) 2021 at 06:26:05 until the end of the log file at 08:04:30, there were replace controller and yellow wrench advisory alarms along with backup battery test circuit controller fault alarms. These alarms did not clear during the events of the log file. There were no other notable alarms in the log file. There were no atypical low voltage alarms. Pump operation was not affected. The heartmate ii system controller was functionally tested and passed all stages of testing. The reported controller fault alarm and low voltage alarms were not reproduced. Damage to the internal driveline connection area was observed; however, this did not affect controller performance. The root cause of the reported events were unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications prior to being initially shipped outbound on 03jun2021. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage and power cable disconnect alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's clamshell repair was captured under manufacturer report number 2916596-2021-02124. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number 2916596-2021-02569. It was reported that the patient woke up in the morning and removed himself from wall power and switched to batteries. The patient laid back down and experienced a low voltage alarm followed by a controller fault. The patient had a clamshell repair two weeks prior. There was corrosion noted at the driveline at the connector around the silver piece that fits into the controller. A log file analysis captured a yellow wrench alarm indicating "replace system controller" on (B)(6) 2021 at 6:26am. The pump was running during this event. It was recommended to exchange the controller if the patient was able to tolerate it. The patients controller was exchanged on (B)(6) 2021.